Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator (ID 261221) failed to disengage at proximity of the dura. Additional information received: - the motor did not stop in time and continued after drilling. - did the problem occur during the first trephine hole? Yes, the problem occurred during the first hole. - was the surgery time increased as a result of this incident? Yes, the surgery time increased by approximately 10 minutes. - did the incident result in any consequences for the patient's health? If so, what treatment was necessary? Fortunately, the incident did not result in serious consequences; otherwise, there would have been a significant risk of a parietal contusion and therefore permanent hemiplegia. - what is the patient's current health status? The patient is thankfully doing well. - what is the brand of motor used with the drill? Brand: medtronic - is the motor electric or pneumatic? Electric - was the drill correctly assembled with the motor? Yes, the drill was correctly assembled. - were the recommended tests performed between each hole? Only one trephine hole was drilled. - was the approach angle perpendicular as indicated in the operating instructions? Yes, the angle was indeed perpendicular. - was the perpendicular approach angle maintained during drilling, or was a rocking motion observed? Yes, the perpendicular angle was maintained. - was constant downward pressure applied? Yes, constant pressure was applied.